Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe with attached needle 18 g foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer there was a rubber on the needle of a syringe that was inserted into a vial. There was a rubber on the needle of a syringe that was inserted into a vial. I noticed the rubber on the needle when I was extracting the product, and when I pulled out the needle the rubber remained in the vial.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 21-jun-2022. H6: investigation summary: one sample and three photos were provided to our quality team for investigation. Through visual inspection foreign matter was not observed on the sample received. The reported defect was not identified in the physical samples received, therefore corrective actions are not necessary. A device history record review was completed for provided lot number 1350219. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ syringe with attached needle 18 g foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer there was a rubber on the needle of a syringe that was inserted into a vial. There was a rubber on the needle of a syringe that was inserted into a vial. I noticed the rubber on the needle when I was extracting the product, and when I pulled out the needle the rubber remained in the vial.